Manufacturer narrative:
E1: patient city: (B)(6). Patient country: south africa. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in south africa. It was reported that patient eventually got hospitalised on (B)(6) 2024 due to high blood glucose and vomiting. The glucose level was15 mmol/l at the time of hospitalization and the patient was treated with intravenous drip. No further information available.